Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates that the lot 31073483 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
A patient reported that she developed a corneal ulcer in her left eye while wearing contact lenses. The patient indicates that they can no longer wear contact lenses as has to wear eye glasses. On (B)(6) 2013, additional information was received from the eye care professional (ecp) who is treating her. The records indicate that the patient experienced severe pain and redness, a mucopurulent discharge, and an anterior chamber reaction, to which extent of cells and flare was not provided. A central, 4mm ulcer was identified, with one 6mm infiltrate. Severe corneal staining and permanent scarring were observed. Initial treatment prescribed was vigamox, one drop every half hour. The patient saw the ecp daily, for four days following initial medical treatment, which occurred on (B)(6) 2013. Follow-up information received from the ecp on (B)(6) 2013, states that the condition is improving and healing, although there is a scar in the center of her cornea. The ecp expects it will heal, but cannot say for sure at this time. He also expects she will resume contact lens wear in the future but is unsure if it will be with soft lenses or rgp (rigid gas permeable) lenses. The patient is still using vigamox, four times a day, and the ecp has added predforte, twice a day. A follow-up appointment is scheduled.